Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer is still currently using the same cartridge to continue insulin therapy; however states she will reload a new cartridge and contact tandem customer support if additional issues arise. Customer's blood glucose was 181 mg/dl.